Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's pacemaker, the terminal pin on this lead separated during removed from the device header. The lead was removed from service and successfully replaced. No adverse patient effects were reported.